Event description:
Country of complaint: (B)(6). The pin for the fixation of the saw guide has broken in the bone during removal. X-ray was required to search for the pin. Its exact location could not be determined and therefore it could not be removed. Surgery delay approximately 30 minutes.

Manufacturer narrative:
No product was returned for evaluation. Device is not required to be batch managed and review of device quality records is not possible. Root cause can not be determined. Corrective / preventive action is not required.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation on-going.